Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any procedural details to bard. PMA 510(k): although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007.

Event description:
It was reported that the vascular stent jumped forward during deployment in the subclavian vein. Post-dilation was performed for successful completion of the procedure. No additional treatment was performed. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned and no images were provided. Therefore, the jumping of the stent could not be confirmed. Potential factors that could have led or contributed to the reported event have been considered. Based on the trending result this case was considered an isolated incident. A sudden distal movement of the stent may be related to incorrect handling during deployment. An inadvertent movement of the patient or the deployment hand may also lead to stent movement during deployment. Too small diameter sizing of the stent may be a contributing factor. In this case the system was correctly held and the selected stent was not too small. The product was used off label which may have been another contributing factor. On the basis of the available information and by reason that no sample was returned for evaluation, a definite root cause could not be determined. The IFU sufficiently addresses the potential risks. In regards to correct holding during deployment the IFU states: 'during stent deployment, the entire length of the catheter system should be kept as straight as possible. Maintaining a straight catheter under slight tension during stent deployment is recommended to improve placement accuracy.', 'do not hold the delivery system catheter during stent deployment.' And 'as with all self-expanding nitinol stents, careful attention during stent deployment is warranted to mitigate the potential for movement of the stent.' Furthermore the IFU states: 'to maximize stent placement accuracy, slowly and deliberately deploy the distal portion of the stent until you have visual confirmation of wall apposition before steadily deploying the remaining length of the stent.' In regards to stent size selection the IFU states: 'for target lumens ranging from 3 mm to 9 mm, select a stent with an unconstrained diameter of 1 mm larger than the target lumen. For target lumens ranging from 9 mm to 13 mm, select a stent with an unconstrained diameter of 1 to 2 mm larger than the target lumen.'

Event description:
It was reported that the vascular stent jumped forward during deployment in the subclavian vein. Post-dilation was performed for successful completion of the procedure. No additional treatment was performed. There was no reported patient injury.